Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter- telephone number: (B)(4). Product review of the air dermatome serial number (B)(4) by chemtronics on 10 february 2020 revealed the motor speed was erratic, the depth bar was out of calibration, and the head was worn. Multiple parts needed to be replaced. Repair of the device was performed by chemtronics on 10 february 2020 which included replacement of the motor, bearing pack, o-ring, seal, reciprocating arm, external e-ring, machined head, and width plate screws. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported during decontamination/sterile processing that the device was not working. An investigation of the device revealed that the motor speed was erratic. No adverse events were reported as a result of this malfunction.